Event description:
During a da vinci si surgical procedure, the monopolar curved scissors instrument's tips were reportedly not working properly. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was received and evaluated. Engineering was unable to confirm the alleged complaint. The instrument was placed on an in house da vinci system and driven: recognition and engagement tests passed. The instrument moved intuitively with full range of motion in all directions. Blades opened and closed properly and successfully performed cut test. Instrument was fully functional. Additional observations not reported by the customer was a small hairline crack above the tube extension. Electrical continuity testing was performed and passed. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.